Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that a patient presented to the clinic with a pocket infection. The patient's pacemaker was explanted without further consequences. The patient was stable throughout.